Manufacturer narrative:
Upon visual inspection, the motor was found to be in need of replacement. The device was repaired and returned to the user facility.

Event description:
It was reported that during testing conducted at the manufacturer facility the micro sagittal saw caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during testing conducted at the manufacturer facility the micro sagittal saw caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.